Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had frozen display and unexpected restart. Customer reports the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. Customer was unable to successfully clear the alarm. Insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to clear the pump errors, power loss alarm and program pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No frozen screen or blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms or a21 alarm noted during testing. (B)(4).